Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with high defibrillation impedance exhibited by the right ventricular (rv) lead. Further information was requested but not received.